Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with less than 80 units of insulin during the load sequence. Customer¿s blood glucose level (bg) was 540 mg/dl. Elevated bg was address by a manual insulin injection. Reportedly, customer loaded a new cartridge and resolved the issue.